Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable. The alarm was silenced, settings were reviewed, and the clamp was closed. The cassette was removed and gently tapped, and the tubing was gently massaged to disperse the air bubbles in the line. The cassette was replaced, however, the alarm persisted. The cassette was removed again and gently tapped, then tubing was massaged to disperse air bubbles in the line. The cassette was replaced, however, the alarm still persisted. The pump was turned off. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.